Event description:
It is reported that the patient's insulin pump is not stopping during priming and is squirting out insulin. Patient's blood glucose level is 136 mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.